Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Since the product was not returned, we were unable to evaluate the device. Based on the description, the potential cause of the event was a mechanical obstruction caused by a kink in the fiber optic cable near the insertion site, which disrupted signal transmission and led to the fo sensor failure alarm, inaccurate pressure readings, and reduced augmentation. This issue was likely precipitated or exacerbated by recent patient movement (standing up), contributing to cable deformation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Other event site email: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
Dr. (B)(6), an md in the cvicu, called into the emergency support program line to request assistance with a fiber optic sensor failure alarm on a cardiosave console during use. Dr. (B)(6) also reported that the augmentation was at 45 and that an augmentation below limit set alarm was present. When asked about any recent patient movement, dr. (B)(6) stated the patient had recently stood up. Esp personnel instructed dr. (B)(6) to unplug and reinsert the fiber optic sensor cable into the pump. Esp personnel then asked dr. (B)(6) to inspect the fiber optic cable for any kinks, bends, or restrictions, at which time a kink was identified near the insertion site. Complaint information was obtained. Esp personnel reviewed the steps required to transition from the fiber optic sensor to a transducer as the pressure source. After transitioning to the pressure source and reviewing the waveform, dampened pressures along with suboptimal augmentation were observed. When asked, dr. (B)(6) stated that an xray was completed that morning and confirmed the balloon was in the appropriate position. Esp personnel then guided dr. (B)(6) through aspirating and flushing the inner lumen. Following this intervention, pressure values and waveforms were appropriate with improved augmentation and no alarms present. The bedside team agreed to secure, coil, and label the fiber optic cable with do not use and return the catheter when it was no longer needed. No harm or injury to the patient was reported.